Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had not found a managing physician close to them as of 2018-oct-24. Several doctors had refused to fill the pump since they were not the one who implanted it. The patient would be traveling to duluth, mn on 2018-(B)(6) to have the pump refilled. The patient had been in severe pain for weeks. He was pissed off (po). The patient was suffering and it was affecting his job. The patient was planning to check with a hcp in michigan to see if the patient could follow up with him in 2018-(B)(6) to establish care. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and morphine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as malignant pain. It was reported that the pump was alarming, sounded like an european ambulance on (B)(6) 2018. The patient recently moved from (B)(6) and was having a hard time finding a healthcare provider (hcp) to fill the patient's pump. The alarm was going off and the patient was in a lot of pain on (B)(6) 2018. The patient had to call in sick to work because of the pain. The pump was due to be filled on (B)(6) 2018. There were no further complications reported at this time.